Manufacturer narrative:
Device failure did not occur during initial use. Failure occured after extended use. Device is cleared for intermittent bladder drainage, but was being used for continuous drainage while being continuously attached to urostomy bag (changed usually 1-2 times per week but sometimes less frequently). The off-label usage may have caused or contributed to device failure due to the potential for application of force magnitudes or modes beyond the intended use. Reserve and returned unused same-lot devices were evaluated and found to meet specifications. Manufacturing and quality control records did not reveal any issues with the lot. Actual device was not returned so root cause cannot be determined. No other similar reports received.

Event description:
While using intermittent catheter off-label as an indwelling catheter for stoma use, the funnel separated and the tubing was temporarily retained in the patient's stoma. The tubing was removed in the hospital. No injury was reported.